Manufacturer narrative:
On 10/8/2019, the product investigation was completed. Device investigation summary: during visual evaluation, a rupture was observed in the anterior view, measuring approximately 0.5 cm. Additionally, cracking siltex was identified within the edges of the tear. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. The deflation occurred by the hit that patient experienced on her breast, the siltex cracking area present on shell contributed to be easier the rupture. Since no lot number was provided, no manufacturing record evaluation could be performed. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact, stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left-sided capsular contracture and right-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old portuguese female patient underwent a primary breast augmentation with an unspecified saline breast implant and experienced postoperative left-sided capsular contracture baker grade iii and right-sided deflation. The patient stated that her granddaughter hit her right breast and caused the deflation. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent a bilateral explantation of their impacted devices on (B)(6) 2019 and did not replace with new devices. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).